Event description:
Affiliate reported that the codman microsensor was not operating as usual. The reference number was not reasonable after the implantation. Therefore, the surgeon used another new sensor to replace the one with the problem. It was also reported that prolonged surgery time increased the risk of infection.

Manufacturer narrative:
Upon completion of the investigation, it was noted that this complaint could not be confirmed. The supplier performed this eval and during the investigation a review of the quality records was conducted and prior to distribution this device met all mfg and quality testing/inspection specs. The catheter was evaluated and the following observations noted: the pressure sensor passed visual inspections; the catheter material has bends along its length; the device passed electronic, noise, linearity/hysteresis and signal drift tests. Based on the above eval, the supplier could not confirm the complaints trends will be monitored for this or similar complaints. At the present time, this complaint is closed.